Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown. Date implanted - unknown . Manufacture date ¿ unknown. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported patient underwent total hip arthroplasty on unknown date. A subsequent revision was performed (B)(6) 2013, allegedly due to cup loosening. The cup and head were removed and replaced.